Event description:
The absorbance lamp on the analyzer was found broken and the wiring appeared to have burned. The operator removed the broken glass with forceps and was not harmed. The burnt wiring did not emit any burning odor. No pt results were affected. If additional information is received, appropriate notification will be provided.